Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted..(B)(4).

Event description:
It was reported that the patient complained of continual pain and discomfort at the insertion site and requested removal of their cardiac monitor. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.